Event description:
Report rec'd of an overdelivery. The customer contact reported that the device was involved in an overdelivery of a heparin infusion. There were no reported adverse pt effects and no medical interventions were required. Though requested, the customer declined to provide add'l info.